Manufacturer narrative:
One device and an image were returned for evaluation. The lot history review was performed. The investigation confirmed for a break, positioning failure, and difficult to remove. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information indicated that model fem14060 endovascular stent graft allegedly failed to deploy, broke, and was difficult to remove. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.